Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event, unconsciousness, and cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. The patient reported making therapeutic decisions based on cgm readings against user guidelines. At the time of the hypoglycemic event, the patient administered an insulin dose which lead to the hypoglycemic event followed by unconsciousness. Patient's husband helped her take glucose tablets to recover. At the time of the call to dexcom technical support, the patient did not report any other medical intervention or injuries and that she was in good condition.